Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and competitor device exhibited a high out-of-range pace impedance measurement via remote monitoring. Upon interrogation the out-of-range measurement could not be reproduced. The physician suspected a lead fracture but as the patient is not pacemaker dependent the physician deferred revision and instead elected to continue monitoring the lead. No adverse patient effects were reported.